Manufacturer narrative:
Approximate age of device: 25 days. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported events could not be conclusively established through this evaluation. The heartmate ii lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the heartmate ii lvas patient handbook, provide information regarding how to prevent infection, including exit site treatment. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2018 that the patient had chronic driveline exit site colonization and was placed on chronic suppressive antibiotic therapy. No additional information was provided. The event date has been estimated.